Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had semi pocket revision due to infection and erosion. It was reported that the patient had dermatologic procedure and too much tissue was taken near the superior aspect of the device. Although, the device was still encapsulated in fascial tissue but the suture sleeve was exposed. The incision was modified surgically to cover the exposed sleeve with the tissue and the new incision was fully closed with sutures. Also, the patient was put on intravenous antibiotic. The crt -d remains in service. No additional adverse patient effects were reported.